Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: damaged scope connector, corroded printed circuit board, corroded scope connector cover, and corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error code e227 during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement.